Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump was giving too much insulin without putting in the carbohydrates, the calibration was not accepted, and experienced sensor glucose vs. Blood glucose issues. The customer reported blood glucose value was also 139 mg/dl but their sensor glucose value was 40 mg/dl. The user's sensor glucose value was also 106.00 mg/dl but their blood glucose value was 293.00 mg/dl. The event involved product(s) mmt-332a, mmt-864a, mmt-7040ma, and mmt-1880. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. The sensor was worn for less than four days. The customer was going to take a manual injection to treat their blood glucose level. The customer was also using the insulin pump system within 48 hours of reported high blood glucose event. No product return is required for mmt-7040ma.